Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have corrosion on both blades. Both blades exhibited moderate pitting corrosion on the outer and inner edge surfaces. Cut performance is negatively impacted due to the corrosion. Other metal components adjacent to these corroded blades do not show damage. The common causes of blade corrosion/contamination are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Additional related observation: the instrument was found to have multiple abrasions at the tip on one the grips. The common causes are attributed to damage to the grips through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had thermal damage. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.